Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was dvt lsv. The distal balloon was leaking when inflated. The device was removed and another one was used from the shelf. No injury to the patient reported.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: leaked was observed on distal balloon during functional testing. Under magnification, perforation was observed at the belly region from a 3 o clock view. This complaint is classified as perforated distal balloon. Trellis family dfmea, q90-285, item ID 3.04 the potential end effect of balloon leaks due to balloon inflated in calcified vessel region or graft is removal and replacement of selected device. Perforation observed at the belly region of distal balloon, which was the root cause of the leak during procedure. The root cause of the perforation was unknown. The vessel morphology of the vessel was not provided. It is possible that during insertion, the balloon was perforated by sharp object (e.g. Stent). The investigation confirmed that the distal balloon was damaged. Perforation was caused the leaked during procedure. The perforation root cause could not be determined because the morphology of the vessel was not provided. However, it is possible that the distal balloon was perforated by sharp object and damaged the balloon.